Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of "hi" (greater than 600mg/dl), "over 500mg/dl" and 119mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.